Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 11/05/2010. No additional information has been received at this time. (B)(4).

Event description:
An optometrist reported corneal infiltrative events (cies) in some of his pts with use of this product. He stated that upon further review of his pt data, these events were also observed in pts who were using other solutions. The optometrist noted the events could be related to the allergy season. Additional information has been requested.